Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer stated that he has changed the infusion set, but continues to experience elevated blood glucose levels. Troubleshooting was performed. The customer removed the cannula, and the cannula was bent. The customer stated that he never received a no delivery alarm. Reviewed the programming, and the time and date were correct. However, the customer didn't know if the basal rates were correct. Advised the customer to speak with his hcp. The customer was unable to conduct the high pressure test, as he just had eye surgery, and was having trouble seeing. The customer stated he would call back. Nothing further was reported.